Event description:
The customer reported that the viridia info center display freezes, no alarms are generated and the keyboard and mouse are not operational. The system was restarted by the user turning it off and on again.